Manufacturer narrative:
Result: deformation problem (stent deformed).

Event description:
Evaluation summary: the device returned locked in the guide catheter as the deformed stent could not pass back through the guide catheter. The guidewire was locked in place. The stent was positioned between the marker bands. The proximal end of the stent was completely deformed and caught on the guide catheter.

Event description:
The physician intended to use a resolute onyx to treat severe proximal lad disease, at level of d1 ostium which exhibited 90% stenosis, moderate calcium and no tortuosity and reported to be a very large vessel. The stent was removed from packaging per IFU and inspected with no issues noted. It was reported that the stent wouldn¿t cross stent deformation occurred in vivo during positioning; stent concertinaed while pulling back into the guide. It was also reported that difficulties were experienced removing device. The stent had moved over the guide tip and split the guide. The entire kit was removed from the patient. The procedure was completed successfully following further pre-dilations and placement of stents. No other clinical sequleae were reported for this event. ¿please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿

Manufacturer narrative:
Evaluation, results: patient¿s condition affected effectiveness of device (lesion with 90% stenosis, moderate calcium); inherent risk of procedure (stent deformation); no results available since no evaluation was performed (no device returned); none (no device received for evaluation). Evaluation, conclusion: device failure related to patient condition (lesion with 90% stenosis, moderate calcium); known inherent risk of a procedure (stent deformation); unable to confirm complaint (no device returned). (B)(4).